Manufacturer narrative:
(B)(4). Date sent: 7/13/2023. D4: batch # x9658e. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2h12lp device was received with the cam partially disassembled from the olive plug assembly. In addition, the packaging opened was returned along the instrument. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. No conclusion could be reached as to what might have caused the reported event. The damaged on the olive plug assembly , it is possible that the damaged was due to an improper handling of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the adjusting locking cam broke and could not be locked. Another device was used to complete the case. There were no adverse consequences to the patient.